Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a coronary artery. A 185cm moderate support j tip pt²¿ guide wire was advanced to the lesion. However the tip broke off and was not retrieved. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip detached exposing the wire at 183 cm from the proximal section. The distal tip was not returned. The outer diameter (od) polymer section near to section detached, od middle of the device, and proximal section were measured and are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a coronary artery. A 185cm moderate support j tip pt²¿ guide wire was advanced to the lesion. However the tip broke off and was not retrieved. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.